Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately during the evening, 6-8 weeks prior to contacting lfs, when he obtained alleged inaccurately high blood glucose results of ¿250-300 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that within 4 hours of obtaining the alleged inaccurate results, he administered an increased dose of humalog insulin ¿ ¿30 units, 10 over 4 hours¿. He reported that 24 hours after the start of the alleged issue, he ¿almost passed out¿. He indicated that he obtained a blood glucose result of ¿below 80¿ mg/dl on a doctor/clinic meter and ¿right away¿ received urgent care/clinic treatment of ¿glucose pills¿ from a healthcare professional (hcp). During troubleshooting, the cca established that the patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high results with the subject meter, administered increased medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged product issue began.